Event description:
It was reported that the staff received an alarm from the intra-aortic balloon pump (iabp) stating, "helium leakage", after the intra-aortic balloon (iab) was inserted into the patient. The staff confirmed there was no problem with the pump. As a result, the iab was removed and replaced with a new iab set. The iab was tested in water and air bubbles were noted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. Numerous punctures to the bladder, consistent with contact from a sharp object, were found near the proximal end of the bladder membrane which caused the bladder leak. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with a sharp object is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff received an alarm from the intra-aortic balloon pump (iabp) stating, "helium leakage", after the intra-aortic balloon (iab) was inserted into the patient. The staff confirmed there was no problem with the pump. As a result, the iab was removed and replaced with a new iab set. The iab was tested in water and air bubbles were noted. There was no report of patient complications, serious injury or death.